Event description:
The complaint description was reported as: light got hot during saphenous vein harvest. No pt injury reported. No further info is available.

Manufacturer narrative:
No additional info is available at time of this report. Device returned for eval. Report of eval and investigation not available at time of this report.